Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported a loss of stimulation. An x-ray showed that the extension lead was no longer connected to the battery. Interventions included suspending therapy. Device interrogation showed that 2,3,4,5,8,9,10,11,12,13,14,15 impedances were out of range. The event was noted as related to the device or therapy and related to the procedure. The event was related to the extensions and implantable neurostimulator (ins). Signs and symptoms included pain near the battery site. The patient felt a "pinging" sensation around the battery site on the night prior to report with an immediate loss of stimulation. The outcome was reported as ongoing.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported there were high impedances. Device interrogation showed high impedances on electrodes 4. 10, and 15. X-rays were performed. The etiology was noted as not applicable to the device or therapy and possibly related to the procedure. Signs and symptoms included a loss of stimulation to the patient's right leg and back/buttocks.